Event description:
Our (B)(6) is a type 1 diabetic. We have been using the medtronic sure- t infusion sets for about six (6) years. Last week when removing the set (we do this every two (2) days) we noticed the needle that is inserted into his body was missing. We immediately called medtronic and our php and endocrinologist. We went in for a physical exam to our php and then to the hospital for an x-ray. The x-ray results were nauseating as it was discovered there were four (4) needles present. We have never noticed missing needles before and because a needle missing is tough to miss when changing the sets, we fell these other needles have been present for some time. According to a surgeon the needles are too deep to operate. We are actively trying to figure out what to do in regards to our sons health as well as any action to take against the medtronic company. Our endocrinologist has also filed this form. We are unsure of what to do moving forward but are pursuing all avenues.